Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 570mg/dl, associated with an alleged prime issue. Reportedly, the patient remained hospitalized, and received treatment of insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, the patient stated they were diagnosed with diabetic ketoacidosis. The patient¿s prime history was reviewed and indicated the tubing was not being completely primed during site changes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.